Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia and contacted support for assistance; the user was walked through a tubing change, later reported continued high blood glucose, and then completed a full infusion set and supply change with guidance. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond self-management, and no hospitalization. Investigation included technical support troubleshooting, review of device use and infusion setup, and user education on site and supply changes. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of the hyperglycemia remaining unclear after guided tubing and full supply changes. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined.